Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because does not turn on was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). Device evaluation: the meter and test strips involved with this complaint have been returned respectively on (B)(4) 2012 and (B)(4) 2012 and and evaluated by product analysis (pa) respectively on (B)(4) 2012 and (B)(4) 2012 with the following finding: the meter involved with this complaint failed testing, the meter was found to have a low/dead battery. The meter was found to work properly after pa replaced the meter with a good battery. The test strips passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.